Event description:
It was reported that post a drainage procedure, removal difficulty occurred. A 12 fr flexima drainage catheter had been in position for 3 weeks and drainage was complete. On removal of the 12 fr flexima, the lock was completely turned to release the pigtail of the drain. The drain was pulled and resistance was felt, the radiologist commented it felt as though the pigtail was still locked. The hub of the drain was cut off in accordance with the dfu, and the drain was successfully removed. The radiologist noticed that the suture had remained in the pt, and attempted to remove it, but felt so much resistance. She called surgical support, and the general surgeon successfully removed the suture by pulling with add'l force without adverse affect to the pt. The procedure was successfully completed with a different device. Pt's condition listed as "stable".

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.